Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 31094 was present after the system reboot. Fse found that the patient side cart (psc) was stuck at the max height. Fse replaced the universal (unit) controller card (ucc). The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis. The ucc was analyzed, and the failure was replicated and confirmed. This ucc cfg unit was installed and tested on normal mode and programmed on the final test system, and the system triggered error 31094 at startup. The complaint was confirmed based on field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the system would not recognize the monopolar instruments and stated the instrument not supported. The customer tried several monopolar curved scissors (mcs) instruments from different lot #'s with no change. The customer moved the instrument to other universal surgical manipulators with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) found multiple inf ceiling mount controller (cmc) errors in the logs. The tse advised the customer to perform an emergency-stop or a hard power cycle. The surgeon opted to power cycle the system. After power cycling the system, the error 31094 returned as a non-recoverable pointing to the pac. The procedure was converted to another da vinci system with no reported injury.